Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon "popped" off the trocar while inside the pt's cavity. The balloon was retrieved from inside the cavity, but bleeding occurred so the surgeon converted to an open procedure to stop the bleeding. The case was delayed an add'l 30 minutes. The amount of blood loss could not be reported.